Manufacturer narrative:
The insulin pump was received with intermittent escape and action button response due to a flattened button dome switch. No unlocked lcd keypad connector was noted during visual inspection. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that while programming a bolus on her insulin pump the buttons became unresponsive. The buttons did not have the normal resistance to her button presses. The patient's blood glucose at the time of incident was 236 mg/dl. During troubleshooting, the customer stated that she went shopping with her family, visited her parents, then sat down and watched tv. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.